Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine"), headache ("headaches") and nervous system disorder ("neuro condition/problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((hysterotomy (full), salpingectomy)(bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, fatigue, hormone level abnormal, nausea, migraine, headache and nervous system disorder had resolved and the bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain and urinary tract disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with dysmenorrhea and new events pelvic pain, abdominal pain, menorrhagia, bladder problems, urinary problems, fatigue, hormonal changes, nausea, migraine, headaches, neuro conditions/problem were added. Date of removal was added. Lab data was added. Event outcome was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.